Manufacturer narrative:
Concomitant medical products: product ID: w3dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing as at device classified termination of event, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.